Manufacturer narrative:
Device is currently under investigation into root cause of the patient injury.

Manufacturer narrative:
The endoplege coronary sinus catheter was returned. No blood was visible on the components. The device was visually inspected and no visual defects were found on the catheter. The complaint indicates that the rupture of the ventricle 'was a user issue and not a product issue'. A DHR review was performed and no non conformances were identified during this review. Instructions for use were reviewed and found appropriate. The returned device was visually inspected and no defects were detected with it. No further investigation was performed for this complain since the complain description stated that this was a use error and the sales representative was going to suggest additional training to the anesthesiologist and his group. The event did not lead to the 3 sigma threshold being exceeded for endoplege devices and hence a CAPA will not be initiated. The manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the devices are acceptable. The information will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Event description:
It was reported that the md was placing the endoplege coronary sinus catheter and immediately the patient arrested. They began CPR, went on bypass as quickly as possible and when the md opened the chest, the patient had a "hole" in the ventricle. After discussion with the md and sales rep regarding this incident. Further training of the mds placing this device is needed. The patient had the "hole" repaired and was stated to be doing well.